Event description:
A palliative hemicolectomy was being performed on patient for tumor. After removal of affected section, the surgeon lined up both the colon and small bowel in order to create the ileotransverse colon anastomosis. The stapling device was inserted into enterotomies. Gia stapler misfired and was removed from sterile table. Replacement functioned without incident. No injury sustained by patient.